Event description:
It was reported that this ra lead exhibited noise and oversensing that resulted in pacing inhibition. The patient was admitted to the hospital and the device was put into cautery mode. The noise was unable to be recreated in office. This ra lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2019. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).